Manufacturer narrative:
The stapler 45 instrument has been returned to intuitive surgical, inc. (Isi); however, the reload was not returned. Failure analysis was unable to confirm the customer reported complaint. The instrument passed initialization and was able to advance through an in-house 13mm stapler instrument cannula. Clamp and fire functions were performed with no issues. No issues occurred during the firing of the stapler reload and the formation of the staples on an in-house silicon reload test sheet. Review of the site's system log for the reported procedure date, showed that two stapler reloads were fired from the stapler 45 instrument. Based on the information provided, this complaint is being reported due to the following conclusion: it was reported that during a da vinci colorectal procedure after firing the stapler 45 instrument with a green reload installed, it was observed that the blade of the instrument did not cut the patient's tissue requiring the surgeon to resect tissue that was not planned to be removed as part of the surgical procedure. Per the information provided, there was no harm to the patient. No other damage found, pictures are attached.

Event description:
It was reported that during a da vinci colorectal procedure after firing the stapler 45 instrument with a green reload installed, it was observed that the blade of the instrument did not cut the patient's tissue. No patient harm, adverse outcome or injury was reported. On 12/08/2015 intuitive surgical, inc. (Isi) received additional information regarding the reported event from the surgeon who performed the surgical procedure. According to the surgeon, he was stapling the distal rectum/anus. He was able to staple distal to the non-divided, but misfired staple line using an handheld stapler instrument to resolve the reported issue, allowing the bad staple line to stay with the specimen. According to the surgeon, he also observed that a piece of material from the green stapler 45 reload was attached to the bad staple line. According to the surgeon, he had not intended to resect the additional tissue; however, due to the mis-fired staple line, he had to resect the additional tissue. The surgeon indicated that the patient had not undergone any previous chemotherapy or radiation and the affected tissue was good and was not particularly thick. The surgeon indicated that when using the stapler 45 instrument, he always ensures that the patient's tissue is flush, straight, and non-bunched. The surgeon indicated that no warning messages or error codes occurred when the mis-fire occurred. However, he observed that the knife blade went off-track into the material of the green reload. There were no residual staples noted in the jaws of the instrument and the surgical staff carefully washed out the instrument before installing the new reload. It is the surgeon's belief that a failure of the stapler 45 instrument is what caused the reported issue. There is no video recording of the surgical procedure. MFR report 2955842-2015-01510 has been submitted to the FDA regarding the piece of material from the green stapler 45 reload that was found to be attached to the specimen tissue.